Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a triangular shape on the display that covered some of the words. Blood glucose level at the time of the call was 55 mg/dl. The customer also reported that the device failed to go into threshold suspend as programmed at 70 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.